Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope has an image issue. Image distorts when the distal end is moved. The issue was found during set up. There was no patient involvement or patient injury reported.